Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery alarms noted. The insulin pump passed the displacement accuracy test. The insulin pump received with cracked case at display window corners and display window. The insulin pump received with minor scratched display window and case. The insulin pump received with stripped battery cap coin slot. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis coma due to high blood glucose. Customer's blood glucose was 1100 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned there was a leak inside the reservoir compartment. There were cracks on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.